Event description:
Additional information was received, it was reported there was no concern as only group a was programmed. The representative added additional programs and reprogrammed the patient for comfort on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator and an external device. While on call, patient stated recently, then stated in the last 3-4 days to a week or so, if they are on group a and try to go to group b, which is sometimes better for them, they only see group a. Patient clarified they tap on group a, and then they only see a with a green dot next to it and that is it. Patient stated they have not been reprogrammed recently. It was also stated pt had issues recharging the ins. Patient stated recently, they tried calling medtronic rep about this, but have been unable to get through to discuss. Agent reviewed considerations and redirected to hcp.